Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message during device check and patient use. The error was first noticed in may but the customer continued to use the console. They decided to stop using it because mid:14 was happening more frequently lately, however the mid: 14 is clearable when the device is rebooted. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message" was confirmed based on the event log review and during the preliminary functional testing performed at zoll japan service depot. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated mid:14 (bg power supply) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed mid: 14, thus confirming the reported complaint. To determine the root cause of the mid:14 error, the I/o board, pic-16, danfoss controller, and display head were replaced but did not resolve the problem. The original parts were put back into the console and the console will be returned to zoll san jose for further in-depth investigation. A follow-up report will be submitted when the console is returned to zoll san jose, and the investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) error message during device check and patient use. The error was first noticed in may but the customer continued to use the console. They decided to stop using it because mid:14 was happening more frequently lately, however the mid: 14 is clearable when the device is rebooted. No patient injury was reported.

Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) were corrected. The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) error message" was confirmed based on the event log review and during the preliminary functional testing performed at zoll japan service depot. However, the root cause could not be determined. The console will no longer be sent to zoll. The thermogard xp ivtm system will be scrapped by zoll japan. The customer will be offered a new console. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn tgxp11691.